Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator auto trigger was activated, and the high mv and the high pressure alarms were generated. However, the unit did not stop cycling. Nonetheless, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.